Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began approximately 5 to 7 days ago when he obtained a blood glucose reading using the subject meter (result not provided) around 11-12pm which he felt was elevated compared to his feelings and/or usual results. The patient manages his diabetes using insulin (no adjustments) and reportedly continued with his usual diabetes management routine (took his usual dose of lantus) after the reported issue began. The patient claimed that he woke up at 3am the following morning experiencing symptoms of ¿sweating, shaky and disoriented¿ approximately 3 hours after the alleged issue began. The patient stated that he had measured his blood glucose again and the result was ¿extremely low¿ (result not provided). The patient reportedly self-treated by taking glucose tablets and juice in response to the reported event. At the time of troubleshooting, the csr noted that the test strips being used were stored correctly and within expiry but was unable to confirm if the meter was set to the correct unit of measure. The csr walked the patient through a control solution test and the result fell within the expected range. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.